Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device failed. This is all the information available. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log did show evidence of ECG artifact via lead ii monitoring. The device was put through extensive testing which included bench handling, defib testing, and full ECG functional testing using the returned 12 lead ECG cable without duplicating the customer's report. Review of the log did not reveal any critical errors or evidence that suggest that the device cannot perform defibrillation. The device successfully passed the final test procedure, was recertified, and returned to the customer. The 12 lead ECG cable was replaced as a precaution. Analysis for reports of this type has not identified an increase in trend. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "lead fault" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.